Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating multiple times. Customer¿s blood glucose level was not impacted. Reportedly, customer was satisfied with battery performance. Customer continued to use the pump for insulin therapy.